Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified while based on the analysis, the alleged bolus delivery issue could not be verified.